Event description:
The intended procedure was completed using the subject device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the results of the legal manufacturer's final investigation. Updated fields: b5, d9, h3, h4, h6, h11. The device was returned to olympus for the evaluation and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: poor color image. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had missing lens cover from camera head. The issue was found during a reprocessing of therapeutic procedure. There was no patient involvement.